Event description:
It was reported that a user on the ilet experienced fluctuating glucose readings, with prolonged post-dinner hyperglycemia followed by overnight insulin stacking and a low on waking, after being advised to lower their target zone; reported values included a high of 360 mg/dl and a low of 40 mg/dl, which was treated with two glucose tablets. Symptoms included hypoglycemia. Outcomes included self-treatment without hospitalization. Troubleshooting and education were completed regarding both low and high glucose. Investigation included case review and user-reported history. Investigation of this case revealed an unclear cause, with user-reported target adjustment and subsequent glycemic variability but no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.